Event description:
The procedure was completed successfully and the femoral arteriotomy site was closed using sub-q quickseal. The pt was transferred to the "I&o" area where they complained of right leg being numb and pale in color. The pt was taken back to the vascular lab. Access was obtained via the brachial artery and pictures taken. The vessel was thrombosed at the puncture site. Underwent an angio-jet of the right common femoral artery successfully with the use of a distal emboli protection device. Pt tolerated the procedure well with the return of normal flow of the right leg and no evidence of distal embolization.